Manufacturer narrative:
The device is still implanted. Incorrect verbiage was mistakenly reported under field h10 of initial submission. The correct statement is as follows: "at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate." Manufacturer¿s reference number: (B)(4), incorrect verbiage under field h10 of initial submission.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female patient underwent primary breast reconstruction surgery with unknown size unknown gel implants smooth and experienced right side breast implant rupture postoperatively. Diagnosed via MRI. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.